Manufacturer narrative:
Insulin pump passed displacement test, rewind, prime/seating, basic occlusion, force sensor test and occlusion test. Insulin pump received with broken belt clip rails.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 33.0 mmol/l. The customer treated with insulin pump. No additional information was reported regarding high blood glucose event. Customer also reported damage to the belt clip rail. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.